Event description:
In 2007: total abdominal hysterectomy and right salpingo-oophorectomy for multicystic right ovary, fibroid uterus, endometriosis. Removal of left corpus luteum cyst and repair of left ovary. Floseal applied to large raw posterior oozing area and also to left ovary. Eight days later: seen in physician office for fever to 100.6, chills, pelvic pain. Admitted for IV antibiotic therapy. CT scan suggestive of hematoma or pelvic abscess. Four days later: to or for diagnostic laparoscopy, exploratory laparotomy, extensive adhesiolysis and left salpino-oophorectomy. Dense adhesions from omentum and sigmoid to anterior abdominal wall. Colon indurated and inflexible. Peritoneum quite thick. Left side of pelvis also had dense adhesive disease. Left ovary appeared necrotic and infected, although there was no pus. Left salpingo-oophorectomy performed. Pathology findings included marked serosal hemorrhage, adhesions, foreign material with foreign body reaction and marked eosinophil infiltrate. Other relevant history, including preexisting medical conditions: nulligravid woman with stated lack of desire for pregnancy prior to initial surgery. Allergic to ampicillin. This case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
This is one of three case reports from a peer-reviewed publication (thomas and tawfic. Eosinophil-rich inflammatory response to floseal hemostatic matrix presenting as postoperative pelvic pain. American journal of obstetrics and gynecology (2008) suggesting that non-irrigation of floseal may induce a specific inflammatory response with subsequent adhesion formation. While the extent of irrigation and amounts of product use have not been documented, based on recent peer-reviewed publications and similar adverse event reports, it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, we categorize this report as possibly related to the application of floseal. This will be kept on file for trending purposes.